Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'dark screen' which was reproduced during evaluation. The cause was determined during visual inspection to be a corroded printed circuit board (pcb). The processor pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a dark screen. There was no patient involvement. No additional information is available.